Manufacturer narrative:
The analysis of the defect shows that the metal slot cover may come out of the side plastic cover when the mounting is not correct or if the plastic cover guides are not correctly assembled. Instructions to mount the metal slot cover are included in the monitor support installation manual. Moreover, according to the xten operating manual, annual preventive maintenances includes a verification of the fastening of side plastic covers. This device has been maintained by a third party maintenance company. The customer has asked that a maquet service technician returns on (B)(4) to implement the repair. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Please refer importer report # (B)(4).